Event description:
After this pt received the cochlear implant in 2002, their family members and teachers observed only limited hearing benefits. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to MFR's specifications. Explantation/reimplantion surgery has yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.